Event description:
Pt purchased the drug albuterol 2.5mg and ipratropiumo.5mg and a nebulizer compressor in 2004. The medicine proved unsatisfactory and is believed below FDA standards. No expiration date or MFR is shown on the medicine vials. Some vials were completely empty and others were half empty. After first months usage developed symptoms that indicated the medicine was not of proper strength contributing to physical degeneration that required a visit to the dr who ordered a prescription to be filled by a new supplier. The new prescription of proper strength resulted in improvement in physical condition.